Event description:
Patient presented for an outpatient procedure - uterine fibroid embolization. Procedure was successful. An angioseal closure device was used for arterial closure.patient presented a couple of days later with a complaint of pain in right foot. An arteriogram showed an occlusion of the dorsalis pedis. The patient was admitted and placed on urokinase and heparin. Patient did not show improvement from medical therapy and was taken to surgery for a thrombectomy of the right dorsalis pedis. Patient was discharged to home the next day with no further complications.